Event description:
New information received indicated that the device was explanted and replaced. Patient is well.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the merlin.net transmission showed the battery voltage measuring 2.59v. The device has not triggered eri. Further review of the session record from merlin.net shows two consecutive measurements at 2.59v, which should have indicated eri. The device will be monitored for eri and will have the device replaced at that time.